Event description:
The customer reported that, during a therapeutic total laparoscopic hysterectomy procedure, the white tab between the two jaws of the thunderbeat device detached, and the teflon pad fell off very early in the procedure after minimal activation. The procedure was completed successfully with a backup olympus device. There were no reports of patient or user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.